Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted, upon completion of the evaluation.

Event description:
It was reported, that a cartridge alarm occurred, during insulin delivery. Customer's continuous glucose monitor read "high". However, a specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg level. The customer reverted to manual injections for insulin therapy.